Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced as part of a routine box change procedure. Data analysis was performed by technical services (ts) the next day for an unrelated issue with the newly implanted device. This data analysis confirmed the battery consumption of the explanted device had been increasing at an unexpected rate. No adverse patient effects were reported. The explanted s-ICD is expected to be returned for laboratory analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced as part of a routine box change procedure. Data analysis was performed by technical services (ts) the next day for an unrelated issue with the newly implanted device. This data analysis confirmed the battery consumption of the explanted device had been increasing at an unexpected rate. No adverse patient effects were reported. The explanted s-ICD is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.